Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent removal of a broken dhs (dynamic hip screw). The 4.5 cortex screw that was broken was 214.840. All implants were successfully removed. The patient status and procedure outcome are unknown. Concomitant medical products: unk - plates: dhs/dcs (part# 281.102, lot# unknown, quantity# 1). Unk - nail head elements: dhs/dcs lag screw (part# 280.950, lot# unknown, quantity# 1). Unk - screws: cortex (part# unknown, lot# unknown, quantity# unknown). This is report 01 of 01 of (B)(4).